Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? In primary procedure, who fired the device and was is his/her experience? What was the condition of the target tissue? On the third day, how did patient present? How was it determined the ¿anastomosis got incomplete¿? Was a leak test performed? If so, what were the results? Were the donuts inspected? If so, please describe. Was the washer inspected? If so, please describe. Was the force to fire higher or lower than expected? What is the current patient status? Response received: the indications for surgery were carcinoma. The procedure was an open sigma resection. The primary procedure was on (B)(6) 2017, the reoperation was (B)(6) 2017. The device was closed on tissue until the orange indicator was in the middle of the green scale. The customer waited the recommended 20 seconds then the device was slightly turned open again. There were no anomalies noticed during the firing of the device. The characteristic cracking noise was detected. Three days after surgery the patient had a raised temperature and feces in drainage. A re-surgery was required and the patient received a temporary stoma. Patient is in a good clinical condition. No further information is available.

Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: what were the indications for surgery? In primary procedure, who fired the device and was is his/her experience? What was the condition of the target tissue? On the third day, how did patient present? How was it determined the ¿anastomosis got incomplete¿? Was a leak test performed? If so, what were the results? Were the donuts inspected? If so, please describe. Was the washer inspected? If so, please describe. Was the force to fire higher or lower than expected? What is the current patient status? Response received: during initial surgery the instrument performed normally. Staple formation appeared to be correct. Leakage test was ok. At 3rd post-op day the anastomosis got incomplete. No further information is available.

Event description:
It was reported that on third day after a sigma resection procedure, "anastomosis got incomplete, reoperation, anus praeter temporarily, during surgery instrument stapled well, anastomosis was tested and staples were correct, no further information is available." One device was discarded.